Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the plate broke post operatively. The patient suffered a multi-fragment fracture of the proximal right humerus on (B)(6) 2014. On (B)(6) 2014 a five-hole philos plate was implanted for internal fixation. An x-ray from a follow up visit on (B)(6) 2014 showed the patient¿s progress was uneventful and the patient was allowed to gradually increase weight-bearing in her arm. Five weeks later, the patient returned with a complaint of pain in her upper arm. An x-ray from (B)(6) 2014 showed a fracture in the philos plate at the level of the proximal elongated hole. The patient is an elderly woman and does not use sticks or lift heavy weights and has not suffered a fall. The patient was revised to an extra-long philos plate with a stronger cross section at the level of the elongated hole. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the plate was received with a jammed locking screw in the anterior plate hole. The philos plate broke through the first proximal combination plate hole (oval hole) in the shaft area of the plate in the area of the bone fracture. The blue anodized philos plate is made of pure titanium. The examination of the manufacturing documents of the producer and the raw-material inspection sheet of the supplier showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the philos plate is in compliance with the international standards iso 5832-2 and astm f67 for surgical implants made of pure titanium. The dimensions of the investigated philos plate (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The width of the distal fragment of the plate is 11.98 mm and the thickness is 3.02 mm. In the proximal fragment a 3.5 mm locking screw was jammed inside the posterior plate hole. The loosening moment under laboratory conditions was 4.1 nm. The recommended tightening torque limit of 3.5 mm locking screws equates to 1.5 nm. Close to the fracture site at the anterior side of the fracture site discolorations are visible. The fracture surfaces are strongly mechanically damaged and abraded. When examining the distal fracture surface and the proximal fracture surface of the philos plate using the scanning electron microscope (sem), the fracture behavior was identified. After breaking, the two plate fragments rubbed against each other causing strong destruction of the fracture surfaces (abraded and shiny areas). Because of these strong mechanically damages it was not possible to make a clear statement about the crack initiation zone. However, it is likely that the crack started at the upper side of the plate and ran into the material. At a higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads. The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed beside the abraded areas mainly structural breakage appearance (crystallographic oriented fatigue fracture) or a mixed fracture with fatigue striations and structural breakage appearance. Structural breakage appearance is typical for a fatigue fracture in pure titanium and indicates moderate loads. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, it is likely that the implant was subjected to moderate dynamic bending loads. Constantly alternating load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the philos plate. The implant could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. We found no evidence of material or manufacturing defects. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.